Manufacturer narrative:
On 14-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hub leakage occurred. During the preparation of the vizigo sheath, everything went routinely. When inserting the vizigo over the wire into the heart, nothing atypical occurred. However, when taking out the dilator blood kept flowing out of the sheath's hub (approximately 50ml of blood). The dilator itself appeared normal. The sheath appeared differently, but the noted changes were not reported/elaborated upon. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 00002298 number, and no internal actions related to the reported complaint condition were identified. Since the hemostatic was found broken, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hub leakage occurred. During the preparation of the vizigo sheath, everything went routinely. When inserting the vizigo over the wire into the heart, nothing atypical occurred. However, when taking out the dilator blood kept flowing out of the sheath's hub (approximately 50ml of blood). The dilator itself appeared normal. The sheath appeared differently, but the noted changes were not reported/elaborated upon. The procedure was continued and completed. No patient consequences were reported.